Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed sensor tests 3 and 8 and the system fan was replaced to resolve and additionally the power supply was replaced as a preventive measure. The device also failed its driven lead and wrist electrode tests and this was attributed to a loose electrocardiogram connector and therefore the link electronic module board was replaced and calibrated, and the hard drive was reconfigured and the software loaded to a different version which addressed a noted error. It was further noted that the display screen flopped backwards, the latch tab on the cord door was broken, the left display hasp was broken, the right keyboard hinge was broken, there was visible corrosion on the bulkhead, two hinge plate screws were missing, the stylus pen was missing, paint was coming off the upper hinge plate and the rubber feet on the lower case were worn. All found defective parts were replaced and all found issues were resolved. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.